Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172528. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
A voluntary MDR/medwatch report was received on 07/22/2025. It was reported that an adverse event occurred. The date of the event is an approximation. According to a report submitted via maude, the unknown patient experienced an adverse event involving tachycardia and syncope/fainting on (B)(6) 2025. The report notes a device malfunction, though no specific details were provided regarding the nature of the malfunction or any associated device or use problem. Documentation includes the statement: ¿pae reported by patient.¿ due diligence was not attempted, as the reporter¿s contact details could not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.